Event description:
Pt called tech support regarding filling slow during a ccpd treatment. Pt reported feeling full after the fill. Pt performed a stat drain and obtained 4745 ml. Treatment prescription: 4 fills of 2305 mil and no last fill. No mid-day manual exchanges. Treatment data obtained from the pt: drain 0: 188 ml. Fill 1: 2296 ml. Nine minutes into dwell patient did a stat drain due to feeling full, bloated, swollen, and had difficulty breathing. Drain 1: 4745 ml. Pt cancelled the treatment. Pt reported feeling better after draining and had no adverse effects as a result. Patient uses two 5 liter pd solution bags for the treatment. Patient reports the heater bag was empty and the supply bag had a little bit of fluid. Of the 4 drain bags used, one was empty and the other three were less than half full.

Manufacturer narrative:
A medical review was performed on the info provided. A large intra-peritoneal volume drained at drain 1 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The device is currently undergoing evaluation and a supplemental report will be submitted.